Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an occlusion alarm. The customer's blood glucose level was 146 mg/dl. As the contact did not have the pump when tandem technical support was contacted, troubleshooting to determine a possible cause of the occlusion could not be performed